Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the impedance of the right atrial (ra) lead was out-of-range and sensing was diminished. The ra lead remains in use. No patient complications have been reported as a result of this event.